Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an erroneous incompatibility message. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but not investigated as the root cause was determined to be an issue of data transfer between two servers. The issue was identified and has been resolved. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed. For a correction to the h6 conclusion codes.